Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction of the device shutting down was not replicated or confirmed. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. The reported malfunction of the device displaying a "defib fault 76" message was observed in the log, but not duplicated with the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Upon restart of the device, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.